Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while trying to verify instruments prior to an optical case, the system displayed a "localizer faulted" error message. The probable cause was a faulty camera, due to a true bump or erroneous bump. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and visual inspection. A visual inspection failure was identified and the camera was replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c08, and d02 apply. The 9735821 camera was returned to the manufacturer for evaluation. After functional testing; visual/physical examination; proceduralized device testing the reported issue was confirmed. The returned power supply unit (psu) has many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to jan 2019, and intermittent illuminator current low dating back to sep 2014, and intermittent illuminator voltage low dating back to mar 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .452mm with passing threshold of .250mm. Codes b01, c02 and d02 apply. A1102, a05 applies to localizer faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.